Event description:
Had pt with chest pain and sob on monitor/defibrillator. Monitor suddenly went off. Cord was plugged into wall and adaptor was securely attached to back of monitor. Rptr exchanged batteries and it came back on. It should never have gone off if it had been working properly and plugged into the wall; it was potentially life-threatening due to pt's problem.